Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked downstream occlusion seal. Functional testing was able to duplicate the reported problem. The root cause was due to the lithium coil cell battery on the main board. The device passed all the functional tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
Loss of date and time. Found during testing. No patient involvement. Device evaluation found a cracked downstream occlusion seal.